Event description:
PICC line to be placed in a very difficult vascular access pt. Assessed pt and found one presentable vein. Vein accessed and received excellent blood return. Attempted to thread catheter. Catheter would not advance. Aborted attempt. Unable to acquire access with the second stick. This ICU pt received a subclavian due to product defect. Pt was on ventilator and experienced a slow pneumothorax from surgeons' attempt on the right. A subclavian was successfully placed on the left. This trached pt developed a central line infection later in the course of therapy.